Manufacturer narrative:
On 8-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the outer and inner packaging was damaged. It was reported by the caller that the outer and inner packaging for the device was physically damaged. The device was secured properly into the tray. Caller noted the product was not used for the procedure.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the outer and inner packaging was damaged. It was reported by the caller that the outer and inner packaging for the device was physically damaged. The device was secured properly into the tray. Caller noted the product was not used for the procedure. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. A visual inspection of the returned device was performed following bwi procedures. The device was inspected, and no physical damage was observed. According to the photo provided by the customer, the package appeared to have been smashed, crumpled, and ripped open; which could compromise the sterility of the catheter. Further investigation could not be performed as the packaging was not returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The damage on the package could be related to the event reported by the customer, therefore the issues were confirmed based on the picture provided by the customer. The potential cause of the damage could be related to the process of storing, packaging, or shipping the device, however, this cannot be conclusively determined. The instructions for use contain (IFU) the following warning and precaution: the sterile packaging and catheter should be inspected prior to use. Do not use the catheter if the packaging or catheter appears damaged. The catheter was sterilized using ethylene oxide and should be used by the use-by date printed on the product label. Do not use the catheter after the date on the product label. The catheter is intended for single use only. Do not re-sterilize and reuse. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).